Event description:
It was reported that multiple intermittent cartridge alarms occurred. There was no adverse impact to the customer¿s blood glucose level. A cartridge change was performed resolving the issue.